Event description:
Critically ill patient with multiple skin tears, decubiti (dq's) on buttocks and coccyx, on kci specialty air bed kinair. Bed placed on instaflate and patient turned to side to wash back and place zenaderm on her dq's. Bed in locked position, however bed was not locked and moved. Patient's leg fell off side of bed and hit lower side rail. Unable to get bed to lock even though the brake was on. More staff called in to help and hold bed while trying to finish getting patient cleaned up. Right leg now has a very deep skin tear to shin, adipose tissue visible, area appears to be developing a bruise on area that hit the side rail. Kci called to have someone come fix the bed. The person who answered the 1-800 number acted like she had never heard of our hospital and informed me she did not have any beds in use at our hospital. Staff called hospital central supply who coordinated via other means to get a kci rep on-site. From kci, staff were informed that the wheels have to be in a certain position in order for the bed to lock, and staff was not aware of this. Once the kci rep informed staff of this, they were able to get the bed to lock. This is not a common bed used in the ICU. The caster wheel on the right side must be parallel to bed frame to lock into position. ICU staff requested an information card be placed on beds for safety reasons. Patient leg required sutures to close open skin tear.====================== manufacturer response for specialty air bed, kinair======================kci rep to arrange to have staff in-serviced asap.